Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2017-00583 to provide additional information based on the evaluation result of the subject device. The subject device was returned to olympus medical systems corp. (Omsc). As a result of the evaluation on june 7, 2017, it was confirmed that the ptfe pad was worn and partially separated. Both the probe and the non-insulated part had contact marks with each other. There was no abnormality occurred when we performed probe check. When we closed the grasping section and activated seal mode, short circuit error occurred. The device history record for the lot indicated no abnormality with the event-related items below. (1)hf oscillation inspection (2)appearance this type of ptfe pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that probe damage error and contact marks occurred since the user kept activating output of the device while the probe contact with the non-insulated part of grasping section. Based on the past similar cases, it was known that the ptfe pad was damaged since the user output the device in seal & cut mode without contacting tissue (including after the tissue already cut). The instruction manual of the device has already warned as follows; do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. If additional information or the subject device is received at a later time, this report will be supplemented.

Event description:
During a liver resection, two subject devices were used. In a short time, probe damage error occurred in the first device. The ptfe pad of the first device was partially peeled. The physician continued the procedure with the second device of the same model. The same phenomenon occurred in the second device. The ptfe pad of the second device was severely worn and the metal part was exposed. The procedure was completed with the different device. There was no patient injury reported. This report describes the first of the two devices.